Event description:
Report states that a patient performed back-to-back tests, using the aviva system, with results of 171 mg/dl, 85 mg/dl, 250 mg/dl, and 89 mg/dl. Report did not indicate if any action was taken based on these results. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.